Event description:
The pt reported experienced pain, facial nerve stimulation, and dizziness with device use. Programming adjustments were made, however, the issue was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics device.